Manufacturer narrative:
Product complaint # (B)(4) additional information: d9 h3 evaluation: the product was returned to eth for evaluation. Visual inspection and was conducted on the returned device. Visual examination of the returned device revealed a crushed ampoule with dried formulation remaining inside the applicator bulb. The filter exhibited a purple discoloration consistent with contact with the formulation. Inspection identified a puncture in the applicator bulb, from which a glass shard was observed protruding. Additionally, a puncture was noted in the butyrate tube. Despite these findings, visual inspection confirmed that all applicator components were present and correctly assembled. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2026 and topical skin adhesive was used. A piece of glass from inside the product protruded from the silicone part and pierced a finger, causing a minor injury when the glass ampule was cracked by applying pressure with a finger before using the product. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The doctor's injury was minor and there was no bleeding. The doctor only felt a slight tingling sensation. The procedure continued. ·no symptoms of infection have been confirmed by the doctor so far. What was done to treat the shard penetration?=>unk - was medical or surgical intervention required?=>unk - was there any special diagnostic test performed?=>unk - what is the status of the surgeon injury today?=>unk - was it difficult to break the ampoule (was extra force needed to break the ampoule)?=>unk - was the ampoule crushed repeatedly?=>unk - can you identify the lot number of the product that was used?=>unk. - is the product involved in the event or a representative sample (product from the same lot number) available for evaluation?=>unk - could you kindly perform and document the follow-up attempt for the product return? .=>the device will be shipped. Please check rmao. - please provide the source or name of person providing answers to follow-up questions:=>(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.